Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed nine without further energy check on that day. According to system user manual "the user has to perform an ¿energy check¿ manually at least after one twenty minutes¿. The reported treatment could be identified in the logfile. Directly prior to the reported treatment the customer already loaded the same treatment once, but aborted the treatment, by pressing the vacuum pedal instead of the laser pedal, indicated by the info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿. The reported treatment of the patient's right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. The root cause could not be identified during logfile review. During a later onsite visit the local field service engineer exchanged the laser head of the system. The exchanged laser head did not show any defect, apart from issues with lifting flaps. After the exchange the customer reported that the cuts were now perfect. Field service engineer states that the pulse duration from the old laser head was probably too long. The exchanged laser head was sent to the external supplier for investigation. The investigation result has not yet returned. Without investigation results by the performed analysis by the supplier no root cause analysis is possible. Root cause could not be determined conclusively the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during creation of flap there is a partially flap cut and the flap was tore in the right eye of a patient during refractive surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).